Event description:
The purpose of the surgery was a regular craniotomy. During the end of the opening of the"flap", the surgeon recognized an increased bleeding. The foot of the af02 was broken off the attachment and lost somewhere, probably under the dura. The surgery was stopped. A new operation was done a few days later and the "foot" was removed. The pt's dura was damaged. It was reported on follow up that the dissecting tool was not properly locked into place prior to use.

Manufacturer narrative:
Findings: the device has not been received for evaluation. An updated report will be filed with evaluation results.